Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized reported as due to other indications. The patient was given vancomycin (1 gram, every 5th day, intraperitoneal, discontinued) and meropenem (1 gram, once daily, intraperitoneal, discontinued) for peritonitis. At the time of this report, the patient was discharged from the hospital ad recovered from the event of peritonitis. On an unknown date, the pd catheter was removed, pd therapy was discontinued and the patient was transferred to hemodialysis. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.